Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no indication of damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2016 with the following findings: a visual inspection revealed no damage to the battery compartment or battery cap. The battery cap tightly secured to the pump and maintained electrical connection. The pump¿s cover was removed; moisture and corrosion was found to the display flex/connector, to the continuous glucose monitoring module, to the printed circuit board on the watchdog and power circuits. The pump was completely unresponsive and unable to power on and the remaining steps was unable to be completed. The reported ¿no power¿ complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.